Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken port, the output connector assembly was broken. It was additionally noted that the encoder assembly and four knobs were contaminated, the battery drawer was broken on the lower case and the display wires were pinched, the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port on the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.